Manufacturer narrative:
Stryker observed the issue during initial evaluation of the device. The cause of the issue was a disconnection between the energy capacitor wire and spade connector. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device did not deliver defibrillation. There was no patient involvement reported with the event.